Event description:
It was reported that after an operating room power loss, the system was faulting with error 311 upon powering on. The technical support engineer instructed the operating room staff to power down the console, tower, and robot, and to turn off the breakers for over two minutes. The staff were also asked to disconnect all blue fiber cables. The tower, console, and robot were powered in standalone mode, and one of the consoles powered with fault 311. The operating room staff were then asked to remove the faulting console from the room. The staff cycled the power buttons to amber led and reconnected the blue fiber cables in a single console configuration. The system powered on and homed successfully, indicating that the da vinci system was ready. The operating room staff continued with system setup.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Upon inspection the sim node reverted back to the golden image after a sudden loss of power in the or. Fe reprogramed console to resolve issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contribute to the customer reported issue.